Event description:
Info received that the foot hi/low was slowly drifting. No injury reported.

Manufacturer narrative:
Foot hi/low was slowly drifting. Replaced the foot hi/low down valve. Repair not yet complete.